Event description:
During preparation for cardiopulmonary bypass, the roller pump would not operate. The pump network interface module was replaced and the pump was restored to normal function. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not begun. Device repaired and returned (replacement provided).